Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue resolved without changing the charging supplies, as the pump began charging using the tandem wall adapter and charging cable, thus no further assistance was required.